Event description:
During a coil embolization procedure assisted with an enterprise stent, the enterprise stent jammed in the (mc) microcatheter (prowler select plus straight lot 13470572). The entire system was removed as a unit, and the target site was lost. Another mc and enterprise system was utilized to complete the procedure. Additionally, the enterprise system was received for analysis and the distal tip was broken/separated.

Manufacturer narrative:
Prior to inserting, the products (enterprise or microcatheter) were not damaged. All the products were prepped per (IFU) instruction for use guidelines. The user was trained to utilize the product. The enterprise distal tip or microcatheter was not re-shaped. During insertion, the touhy was closed to secure the introducer and allow passage of the stent. A constant and dedicated flush was maintained at all times through the systems. The issue was the enterprise system could not be advanced through the shaft of the mc, however, the microcatheter was not kinked, bent or had any other issue. During the event, the stent remained mounted on the delivery system. During removal, the enterprise introducer was fully seated/engaged in the microcatheter hub. The stent was not completely captured in the introducer, but the stent proximal or distal end was not deformed. After removal from the pt, the stent, delivery system or microcatheter were not damaged. Both products were returned for analysis. The pt info was unk. One non sterile enterprise was received coiled inside of a plastic bag. The enterprise was received within the introducer. The stent was received stuck in the enterprise's introducer. The distal tip was received broken at 214 cm from proximal end. A foreign material was observed between the guidewire, stent and distal tip, all of them inside the introducer. The product was inspected under microscope and a foreign material was observed between the guidewire, stent, and distal tip all of them inside the introducer. Sem/x-ray analysis were performed for the enterprise device to determine the foreign material observed over the guidewire, stent, and distal tip (inside the introducer) and the results indicate that: "the light colored deposited material was composed of carbon, oxygen, sodium, silver, tin and chlorine; it is possible that some of the elements found (sodium, chlorine) detected may have come from saline solution. The solder alloy used in the distal and in the proximal joint are 1% to 5% silver and 60 to 100% tin." The root cause investigation into the presence of the foreign material found post decontamination on the returned product determined that the contaminate/corrosion of the non implantable delivery wire appears to be a chemical interaction of the tin-based solder with saline solution and/or a chlorine-containing compound (e.g. Tap water). Based on the test results, the contaminate/corrosion related to exposure to this chemical interaction would only occur over time, post-procedure without effect on the procedure or the pt. The functional test could not be performed because the received conditions of the device. Lake region medical did review the (DHR) device history records relative to the manufacturing, inspecting and packaging, and the history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The failure reported by the customer could not be evaluated because of the received conditions of the product. Procedural factors appear to be impacted on the distal tip damage. The device did not present any obvious indication of manufacturing defect or anomaly that could have contributed to the event as reported. Neither the product analysis for the DHR review suggests that the failure could be related to the enterprise manufacturing process; therefore, no corrective action will be taken at this time. This is one of two products used during the same procedure on the same pt, which is associated with mfg report# 1058196-2009-00152.